Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the ipg did not communicate with lab utilities. Since the patient parameters were not provided, an estimate of longevity could not be performed. Electrically the device operated within expectation during analysis.

Manufacturer narrative:
Correction, h6: device and results code.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete device information. It is believed the ipg was implanted in 2016. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg became inoperable around (B)(6) 2019. To address the issue, the physician explanted the ipg and replaced it with a new model, which resolved the issue.